Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured when it was inflated to 20 or more atms on the first inflation during post dilation of a liberte stent. The lesion being treated was located in the mildly tortuous, moderately calcified and 75 to 90% stenotic proximal right coronary artery (rca). The device was removed from the pt intact. The procedure was successfully completed with a non bsc device. Pt's status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.